Event description:
Patient reported through patient representative "breast malformation", "severely sagging", "stress", "dissatisfied with the result", "pain", "exposed to an increased risk of cancer" and "rupture". This record is for right side. Device has been explanted. Device will not be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported capsular contracture, baker grade ii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.